Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon review of instrument trays at the distributor office, an articulating surface provisional shim was missing a ball bearing. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Was returned and examination of the returned parts determined that the tasp shims exhibits signs of wear and tear suggesting repeated use. Components were noted to be missing and were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was likely due to usage of an ultrasonic cleaner in the sterilization process. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.